Event description:
It was reported by the manufacturer representative (rep) that the patient experienced an out-of-range error on their programmer after a fall where they hit their head. The patient's spouse noted that they weren¿t moving as well since the fall. The fall occurred while the patient was bowling, during which they twisted and lost their balance. Additionally, the patient had been reducing their own medication fairly aggressively because they had been feeling better. During today's meeting, impedance tests were conducted, revealing significantly higher impedances on two levels of contact, right stn bipolar and left stn bipolar, which were greater than 10,000 ohms. A new group was created to address the issue that did not produce the out-of-range error. A follow-up appointment was scheduled for october 17th. The issue was not resolved at the time of this report, and the healthcare professional (hcp) had no further information.

Manufacturer narrative:
Continuation of d10: product ID b3400060 lot# serial# (B)(6). Implanted: (B)(6) 2024 explanted: product type extension product ID b3300542m lot# serial# va2vfrtv32 implanted: 2024-07-03 explanted: product type lead product ID b3300542 lot# serial# (B)(6) implanted: (B)(6) 2024, explanted: product type lead product ID b3400060m lot# serial# (B)(6), implanted: (B)(6) 2024 explanted: product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060, serial/lot #: (B)(6), ubd: 24-may-2026, UDI#: (B)(4) ; product ID: b3300542m, serial/lot #: (B)(6), ubd: 17-nov-2025, UDI#: (B)(4) ; product ID: b3300542, serial/lot #: (B)(6), ubd: 02-apr-2026, UDI#: (B)(4); product ID: b3400060m, serial/lot #: (B)(6), ubd: 17-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d10 references: product ID: b3400060; serial#: (B)(6); implanted: (B)(6) 2024; explanted: (B)(6) 2024; product type: extension. Product ID: b3300542m; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Product ID: b3300542; serial#: (B)(6); implanted: (B)(6) 2024; product type: lead. Product ID: b3400060m; serial#: (B)(6); implanted: (B)(6) 2024; product type: extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported based on their assessment the fall the patient had must have been the reason for the impedance issues. The patient had their extension replaced on (B)(6) 2024 which was functioning properly.